Event description:
Customer reported a past event where blood glucose level dropped to 50 mg/dl. Cause was not known. Customer consumed carbohydrates as a treatment for the low blood glucose level. Customer used a pump with control-iq software, which was active during the issue. Tandem technical support advised the customer to consult with a healthcare professional to explore what might be affecting blood glucose levels, and the customer acknowledged and understood this recommendation.